Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 529 mg/dl. Customer did not used auto mode feature at the time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provided information regarding treatment. The customer felt ok to troubleshooting high blood glucose level. The customer did not called back to perform high pressure test. The customer wanted to start troubleshooting for high blood glucose level. Customer reported that the insulin was exited at the quick release. Customer was advised that site related issues, such as bent cannula tend to be contributing factors in hyperglycemia. Customer reported that the cannula was not bent. Customer stated that the basal and bolus were programmed accurately. The insulin pump will not returned for analysis.